Event description:
Affiliate reports that during revision spine surgery, the tip of the screwdriver broke off in the head of the inserted screw. The broken tip portion could not be removed from the screw and cement could not be used in the procedure as planned. A prebent rod was used as a t-handle to remove the screw containing the broken tip and a new screw was inserted. As a result of the difficulty, the procedure was delayed by 30 mins.

Manufacturer narrative:
No definitive conclusions can be made at this time. Depuy spine is awaiting return of the screwdriver for evaluation. However, events of this nature can result from excessive force being applied to the device. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.